Event description:
It was reported that the insulin pump alarmed an error shortly after inserting a new battery. The customer's blood glucose was 120 mg/dl. The customer removed the battery and the screen of the device does not go past a certain message. The customer stated that the buttons were unresponsive. The customer also stated that they went to an amusement park the day of the phone call and the insulin pump might have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump alarmed after a battery change due to leaky voltage.